Event description:
It was reported that after hydrogel placement procedure, the patient started having pain. The post computed tomography (CT) images showed that about one centimeter of hydrogel was within the rectal wall, close to the lumen, but not actually in it. The imaging showed that the hydrogel seemed to have moved through the genitourinary diaphragm and at the level of the penile bulb and was moving up the crus of the penis bilaterally, causing the urinary pressure and pain. Since the patient has unfavorable intermediate risk, the physician will change from stereotactic body radiation therapy (sbrt) to hypofractionation radiation therapy. The patient current condition was reported as unknown.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/24/2024. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.